Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable from the c-arm to the workstation was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system does not complete boot up. There is no report of injury or death associated with the event described in this complaint.